Manufacturer narrative:
The following device was also listed in this report: triathlon #4 cs allpoly 16mm; cat# 5534a416; lot# 394906. It cannot be determined, if this device may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not available.

Event description:
Postoperative diagnosis: the patient had status post left septic knee with concern for residual osteomyelitis (B)(6) 2017. Index was performed in (B)(6) 2018. Patient underwent left knee revision for periprosthetic joint infection in (B)(6) 2019. All components exchanged.